Manufacturer narrative:
Updated d4, h4. Updated h6: added type of investigation code b14, b20, and b11. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither images enabling direct assessment of product performance nor products were returned for evaluation (as the device remains implanted), therefore, a device evaluation could not be performed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: endoleak, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
The following was reported to gore on february 9, 2026, from the imedidata study database: on (B)(6) 2026, a patient suffering from a type b dissection (distal to the left subclavian artery) was treated with a gore® tag® thoracic branch endoprosthesis. On (B)(6) 2026, a type 1a endoleak was noticed and the patient underwent a reintervention on (B)(6) 2026, involving adding a gore® tag® thoracic branch endoprosthesis (aortic extender device) as well as coil embolization between the gore® tag® thoracic branch endoprosthesis and a medtronic device. On the same date, a stroke was identified but reportedly resolved without sequelae two days later on (B)(6) 2026.

Manufacturer narrative:
The study site has been contacted in order to receive more information on the device. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (side branch component and aortic extender component). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.